Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00143.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, while attempting to advance a ruby coil into the microcatheter, the ruby coil detached from the pusher assembly within the introducer sheath before entering the rotating hemostasis valve (rhv). Therefore, the introducer sheath containing the detach ruby coil was removed. The physician attempted to advance a new ruby coil into the microcatheter; however, the same issue occurred. Therefore, the ruby coil was removed. The procedure was completed using pushable coils and the same microcatheter. There was no report of an adverse effect to the patient.